Manufacturer narrative:
The esheath was returned to edwards lifesciences for evaluation. Preliminary pre-decontamination visual evaluation revealed a delaminated liner located distal 5¿ of the sheath, severe kink 1.5¿ from the distal tip, and a liner tear 5¿ in length from the distal tip. Investigation is ongoing.

Event description:
As reported by our (B)(4) affiliate, during the transfemoral tavr procedure a femoral artery dissection occurred, requiring surgical intervention. Initially difficulty was encountered with the delivery system and the valve could not be deployed. There was very limited filling of the deployment balloon. The decision was made to retrieve the crimped valve and delivery system into the esheath and remove the devices. It was noted at this time that the side of the distal part of the esheath was perforated and the guide-wire was outside the sheath. It was then attempted under x-ray control and partially under angiography to withdraw the prosthesis further, together with the sheath. This was successful up to the outlet of the left internal iliac artery; further movement of the sheath, however, was not possible. It was decided to expose the left external iliac artery at the junction with the left common femoral artery, in the region of the puncture site in order then to remove the prosthesis together with the sheath under visual control. Skin incision one finger¿s breadth lateral to the assumed pathway of the vessel, the subcutaneous fatty tissue was divided and the artery was exposed, initially proximally, then distally. On so doing, a side branch of the left femoral vein was lacerated. Manual compression of the vein; further exposure of the vessel and the source of the bleeding was sutured using a continuous prolene suture. Accumulating blood was aspirated using the cell-saver. Another physician was consulted. It now appeared that the left external iliac artery proximal to the end of the sheath was not able to be clamped via the selected approach. The skin parallel to the left inguinal ligament was therefore incised, the abdominal wall musculature was divided and an attempt was made to expose the intra-pelvic course of the left internal iliac artery retroperitoneally. This proved difficult, due to post-hemicolectomy adhesions, and was ultimately successful following partly obtuse, partly acute division of the adhesions. A suitable site for clamping the vessel proximal to the sheath was now able to be identified. The vessel was clamped transversely and the sheath and aortic valve prosthesis were now extracted. The left external iliac artery was dissected in the region of the puncture site; an 8 mm vascular prosthesis was inserted here. The subsequent angiography of the left-sided peripheral flow path following the release of the blood flow showed normal conditions. Silicon drainage was placed supra-inguinally after checking for the absence of blood flow. Closure of the peritoneum opened for the purposes of the procedure. Further wound closure, layer by layer; skin closure by means of staples. Drainage placed infra-inguinally and layer by layer wound closure. The right femoral artery puncture wound was sealed with the aid of a closure system (sjm angioseal). Sterile bandages applied the patient was with low catecholamine and had to be intubated in the ICU. The patient was rescheduled for transapical approach or surgical avr once recovered.

Manufacturer narrative:
The edwards expandable introducer sheath set (model 9610es16) is not sold or marketed in the us; however, it is deemed similar to the edwards expandable introducer sheath set (model 916es23, 918es26, and 920es29). Investigation is ongoing.

Manufacturer narrative:
Additional information: during manufacturing, all sheaths undergo 200% inspection for delamination of the sheath shaft, wrinkles, kinks, bends, mechanical damage, and stress lines. These inspections support a conclusion that it is unlikely a manufacturing non-conformance was the source of the complaint. Observations from the complaint investigation and product evaluation suggest that procedural factors, appear to have contributed to the sheath damage. It is likely that a strut of the valve frame caught on the sheath tip or liner when the delivery system was withdrawn into the sheath. Once caught, additional force applied to further withdraw the delivery system may have caused both the observed tip damage and the liner to delaminate and be pulled inward along with the delivery system. The physician¿s training manual provides guidance for retrieving an undeployed thv through the sheath: ¿ensure the thv is aligned between the valve alignment markers and centered on the flex catheter tip. Retract the thv and delivery system into the esheath ensuring the thv is completely inside the esheath. Do not force the thv into the esheath. If resistance is felt, the thv may be caught on the esheath tip. Stop, advance thv past the esheath tip and rotate the delivery system before trying again. Withdraw the delivery system and esheath as a single unit completely from the arteriotomy.¿ no manufacturing non-conformances or labeling/IFU/training deficiencies were identified during product evaluation, according to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. Per report, the femoral dissection was attributed to the difficulties experienced by the physician during the extraction of the delivery system and damaged esheath. No manufacturing non-conformities or IFU/training inadequacies were identified. Available information suggests that patient factors contributed to the events. No corrective or preventative action is required, at this time.